Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 418 mg/dl. The customer was treated for the high blood glucose with syringes. The customer was assisted with turning off the auto off feature on the pump. The customer did not troubleshoot and did not send the product back for analysis.